Event description:
As reported, approximately two years post initial tka, this (B)(6) female patient had a revision due to staph infection. There was no related to breakage of device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to devices were disposed by hospital.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) as reported, approximately two years post initial tka, this 74 y/o female patient had a revision due to staph infection. There was no related to breakage of device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to devices were disposed by hospital. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.